Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were unresponsive. The patient acknowledged swimming with the pump. The patient claimed that no moisture was visible behind the display, in the battery, or cartridge compartments. The keypad was reportedly intact and the pump was not exposed to water. The keypad was reportedly intact. The patient claimed to have not cleaned the pump. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The contrast button responded appropriately. There was evidence of contamination found under all key contacts; all button contacts did not have normal tactile feel. Evaluation revealed that the audio bolus button was torn and functional.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.